Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months (calculated from the date that the mobile power unit was provided to the patient.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s log files were submitted to the manufacturer¿s technical services for the clinical study¿s 180 day log file review. The log files were reviewed by a representative of the manufacturer¿s technical services and revealed no external power alarms on (B)(6) 2018. These were due to the mobile power unit (mpu) losing power from the power cord coming loose. The system controller backup battery did take over running the pump during the no external power events. There were no other unusual events observed within the log files. It was reported that the power cord most likely came unplugged from the back of the mpu rather than the wall outlet; however, it was not known for sure. There was no adverse event. A locking power cord was sent for replacement for the patient.